Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided for the suspect device. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate. The following case has been opened in salesforce and marked as a complaint or product discrepancy. Please review the following details and click the link below to review the case itself. (B)(4). Case description: (B)(6) had a pcu8015 did not communicate with system maintenance software program. Failure device type: alaris system instrument. Failure problem type: 8015. Failure mode: troubleshooting/ error codes. Case resolution: I verified communication cable set up with (B)(6). It was not an issue with the cable or his comm port because it worked with other pcu8015. I recommended (B)(6) to replace sio board assy. (B)(6) will replace sio board assy. If he still have the problem, he will call me back.